Manufacturer narrative:
Additional information: additional patient and procedural information was requested; however it was unknown and unable to be provided. Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used bentson plus fixed core wire guide was returned for evaluation. Inspection of the device noted a bend at 139.0cm from proximal end. Distal weld is connected to the safety wire, but only partial connection to the coil. Portion of distal weld is protruding from the coil wire. The device history record was reviewed and noted non-conformances that could related to the reported issue; however all nonconforming product was scrapped prior to completion of the final lot. There was one other complaint reported for this lot number from the same facility. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required at this time. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Product code: dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A bentson plus fixed core wire guide was used during an unspecified procedure. It was reported that, the "cap came off floppy end". No other information was provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.